Event description:
It was reported that during shoulder procedure, the right side of the speedscrew would not hold tension. No delay and the same device was used to complete the procedure. No other complications were reported.

Manufacturer narrative:
The device reported, used in treatment, was not returned for evaluation. A relationship between the product and reported incident cannot be established. A review of manufacturing records for the reported lot number 2049095 found no non-conformances or anomalies during manufacturing process related to the reported event. A complaint history review found no related failures; this failure mode will be trended to assess for any necessary corrective actions. A visual inspection and functional evaluation cannot be performed and customer´s complaint cannot be confirmed. Potential factors unrelated to the design or manufacture of the device that may lead to the failure reported include, but are not limited to: (1) excessive force (2) incorrect suture loading. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.